Event description:
Complainant alleged that while attempting to treat a pt, the device failed to discharge. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. Complainant indicated that during a subsequent shift check, the device failed the self test.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.